Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery on the right eye, an ophthalmic handpiece had no power and little vacuum. The surgery was completed with new cartridge and there was no patient harm. This complaint pertains to ophthalmic handpiece involved in the reported events.